Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a blank display anomaly. The customer¿s blood glucose was 9.0 mmol/l at the time of incident. Customer stated that the insulin pump kept on shutting off even after a replacement battery cap has been sent. Customer reported that the insulin pump was not bumped or dropped and there is no moisture damage. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify weak battery alarm due to blank display. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.